Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the device "never worked" for the pt and when it was on, it caused more pain. When it was turned off "it would take weeks for things to calm down". She also needed to have an MRI because of loss of feeling in her arm. She was not told of the MRI restriction with the device before implantation. Follow up info from the physician indicated, the device was explanted because the pt found it uncomfortable and felt it made her urinary symptoms worse. The pt recovered without sequelae.